Event description:
Reporter indicated that vns pt had passed away. The pt's family member indicated that the pt died of a heart attack related to a seizure. The device was not explanted prior to the pt's burial. The death certificate listed the immediate cause of death as cardiac arrhythmia. The pt died while in the hospital emergency room. The manner of death was listed as natural. An autopsy was performed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2004 due to causes of cardiac arrhythmia, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of definite sudep. There is no allegation or other information indicating that the death is related to vns.